Manufacturer narrative:
The baxter technician found the CPR handle was broken and bracket being bent. Per the baxter service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for CPR. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on november 11, 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the CPR handle and bracket to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that compella frame CPR was not functioning as design. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.